Event description:
When removing the waste bottle from a blood gas analyzer, waste material may leak both from the analyzer, and from the waste bottle. Users may be exposed to the blood waste from the blood gas analyzer. There have been no allegations of death or injury.

Manufacturer narrative:
Heavy weld caused clogged vent holes. The following lots of waste bottles are affected: for 905-590/d512: wr-01, wr-02, wr-03, ws-01, ws-02, ws-03, wu-01, wu-02, wu-03. For 905-802/d513: wr-01, wr-02, wr-03, wr-04, ws-01, ws-02, ws-03, ws-04, wu-01, wu-02, wu-03, wu-04, wu-05, wu-06, wy-01. Mfg period: 01/06/2009 to 04/06/2009.